Event description:
It was reported that the left ventricular (lv) lead had been exhibiting high thresholds and loss of capture. Reprogramming did not resolve the high thresholds and the lead was subsequently capped and replaced with a new lv lead. It was further reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced for having reached elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6949 implantable tachy lead (B)(6) 2005; 5568 implantable pacing lead (B)(6) 2005.